Event description:
It was reported that a tibial articular surface provisional instrument was found to be fractured during routine inspection at a distributor. There was no patient involvement and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. H6: proposed component code: mechanical (g04) - provisional bottom visual examination of the returned product identified signs of repeated use (nicked / gouged) and the post feature has fractured off. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. No further analysis can be made. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to the nine plus (9+) years of use in the field and the normal wear associated with repeated use over time. Complaint sample was evaluated and the reported event was confirmed. Upon review of our reporting decision on fracture of articular surface provisionals, a review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.